Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to fail initialization within the logs. Review of master supervisory controller (msc) and digital signal processor (dsp) logs verified four homing failures with error code 22026 and description vessel sealer extended failed during homing on the universal surgical manipulator (usm) 4. The instrument was placed on an in-house system and passed the recognition, initialization and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument successfully cut and sealed. No loose grip cable. No dislodged blade was found during visual inspection. No bio debris buildup between jaws leading to a stuck blade was found. Additionally, the instrument was found to have three missing ceramic dots at the distal jaws. During visual inspection, the dots were confirmed to be dislodged and missing from their original positions. The missing ceramic dots indicate that a fragment has detached from the instrument. The instrument passed continuity test. The complaint was confirmed by failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to a dirty vessel sealer instrument through procedure usage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported an issue with vessel sealer extend instrument. The procedure was completed with no reported injury.